Event description:
The reporter stated that there was a crack in the tubing of the ventricular drainage set. Some cerebrospinal fluid leakage was observed. The device was discarded in error in the clinical area. No further info is available at this time.

Manufacturer narrative:
Further information was requested from the reporter by telephone and in writing. No add'l info is available to date. An investigation has been initiated based upon the reported info.